Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is splitting at the tip. The following information was provided by the initial reporter: material no: 382623 batch no: 8340887. It was reported that starting a few IV's the 22g's are splitting at the tip. Reported issue: starting a few IV's I have found the 22g are splitting at the tip. No replacement is needed at this time.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is splitting at the tip. The following information was provided by the initial reporter: material no: 382623 batch, no: 8340887. It was reported that starting a few IV's the 22g's are splitting at the tip. Reported issue: starting a few IV's I have found the 22g are splitting at the tip. No replacement is needed at this time.